Manufacturer narrative:
H10: the navio surgical system (part number npfs02000), used in treatment, had an issue when the initial placement of the femoral implant was severely rotated, during a procedure on (B)(6) 2017. DHR review found that the software version (navio 5.1) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system logs was returned for evaluation and an initial visual evaluation confirmed the reported problem. Review of the screenshots revealed that the ap axis collection was significantly erroneous. Using an in-house system, the axis collection was replicated and the placement was similarly over-rotated. From the coordinate system used to place the implant is derived from the data collection which includes the ap axis collection for this particular case (the surgeon preference for femur placement was ap axis). After adjusting the ap axis on the femur free collection screen, the implant will reset to a more appropriate location (after pressing reset implant on the placement screen). Additionally, the user claimed the implant had to also be shifted 1cm to center it on the bone mesh. This was because the knee center collection was obviously collected medial to the actual knee center. The root cause of this issue was determined to be user error. There are no corrective actions initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user's manual.

Event description:
It was reported that during case after painting the tibia, went to planning and the navio placed the implant at 19 degrees of internal rotation and medialized the femur approximately 1cm from center. Externally rotated the femur approximately 10 degrees and then went back to add more femur point to redefine femoral rotational axis. While there, doctor lined the grid up with posterior points, which showed a 14 degree change. Redefined whiteside's line approximately 7 degrees from where it started and continued with the case.